Event description:
Additional information was received that the patient had a battery replacement due to battery depletion. The hospital the replacement took place does not return explants. No additional relevant information has been received to date.

Event description:
Clinic notes for the patient were received indicating that the device was checked. The mother reported vocal cord paralysis and does not use the magnet due to pain and causing the patient to be irritated. No additional relevant information has been received to date.